Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while performing open heart surgery on a patient (age & gender unk), the device intermittently displayed a "bridge test failed" message. Complainant indicated that, the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.